Event description:
It was reported that bd insyte autog bc foreign matter. The following information was provided by the initial reporter: I¿m reaching out a safety incident that involved bd item # 382512 (insyte autoguard bc shielded IV catheters, wingless, yellow, 24g x 0.75"). Please see noteworthy event details below: description: mold vs. Staining noted on needle retraction button on 24g straight bd insyte autoguard bc IV, that needle was not used on patient, new IV package from different lot # was used. That needle and packaging (as well as all 24g IV from that lot #) was removed and saved for further investigation. Management was emailed to make aware. Equipment: 25g x 0.75 in (0.7 x 19 mm) bd insyte autoguard bc, expiration date: 2025-12-31, lot #: 3005946. Manufacture date: 2023-01-01. The event occurred on 3/31/2025. Harm level: no harm to patient or clinical staff, as product was not used.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint that the white button was discolored was confirmed and the cause appeared to be manufacturing related. The 24g insyte autoguard device was received with what was likely discolored/burnt resin that was embedded within the molded button that activates the safety mechanism. No foreign material was observed within the fluid path, and the discoloration appeared to be a cosmetic issue. The appropriate manufacturing personnel were notified of this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.